Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14apr2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. This IFU lists infection, cardiac arrhythmia, right heart failure, pericardial fluid collection and arterial non-central nervous system (cns) thromboembolism an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. This section also lists thromboembolism, arrhythmia, and infection as potential late postimplant complications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a CT scan was performed on (B)(6) 2021 and revealed that the patient had a small-moderate sized pericardial fluid collection. No intervention was necessary. A repeat CT scan was performed on (B)(6) 2021 which revealed that the fluid was still present and noted to be the same volume. No interventions were necessary. An echo was performed on (B)(6) 2021 and revealed no pericardial fluid. As of (B)(6) the patient was in normal sinus rhythm and amiodarone was stopped.

Manufacturer narrative:
Section h6 correction. Medical device problem code: "3273 - noise, audible" was corrected to "1194 - electromagnetic interference".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was placed on prophylactic vancomycin, cefazolin, and fluconazole after left ventricular assist device (lvad) implant . The patient had fevers on (B)(6) and white blood cell count rose to 21. Blood cultures were negative. Cefazolin was stopped and cefepime started. On (B)(6) 2021, white blood cell count was 13.2 but patient remained with fevers. Repeated blood cultures were negative. Foley was removed. Computed tomography (CT) scan on (B)(6) 2021 showed small to moderate pericardial fluid collection. Echo on (B)(6) noted a severe decrease in right ventricle (rv) function on exam he was felt to be volume overloaded and was treated with bolus dosing of lasix (furosemide) 80 mg twice a day. On (B)(6) patient was afebrile but white bell count rose to 20.5. The patient also had a new onset of atrial fibrillation with rapid ventricular response with heart rate at 160 beats/min. He was given a bolus dose of amiodarone intravenously. The patient was transferred to the intensive care unit for cardioversion with anesthesia. The patient was sedated with propofol and cardioverted with one shock at 200 joules. The patient's cardiac rhythm returned to sinus tachycardia. The patient was returned to the floor and completed a 5 gram amiodarone load. The patient remained on milrinone. Blood cultures were repeated a third time on (B)(6) which showed no infection growth. The patient had 2 inappropriate shocks from his implantable cardioverter-defibrillator (ICD) on (B)(6) due to oversensing noise from the lvad. ICD therapies were turned off with plan to restart later. A vad speed study was completed (B)(6) with the speed changed to 6700 rpm. Cefepime stopped on this day. The patient had fractured dental caries. On (B)(6) the patient was started on empiric vancomycin and zosyn (piperacillin ) until (B)(6). CT on the same day of abdomen and pelvis noted a peripheral small filling defect within the right brachiocephalic vein, likely reflected residual of catheter associated with thrombus. Prior to CT scan, a right ij central line had been removed. No intervention was needed. On (B)(6) the bolus dosing of lasix was increased to 120 mg twice a day. The milrinone infusion was successfully weaned off on (B)(6). Spironolactone was later added to his diuretic regimen and then increased to 37.5 mg from 25 mg. On (B)(6) the patient's leukocytosis resolved with white blood cell count down to 10 and he remained afebrile. All blood and urine cultures had no growth. On (B)(6) diuresis was stopped and the patient was started on oral torsemide and entresto (sacubitril). On exam his jugular vein distention (jvd) and edema were much improved.